Event description:
It was reported that nurse let patient alone for 5 minutes and when she returned to the room there was blood everywhere. She stated it looked like the patient pulled on his catheter so hard that it snapped a clean cut. It was reported that there is a visible white line like the catheter was distressed. The catheter was fully intact with the securcath.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed and was determined to be use related. One 4 fr single lumen powerpicc was returned for evaluation. An initial visual observation showed a break in the catheter near the 2 cm depth marker, approximately 3.5 cm distal to the molded joint. Use residue was observed throughout the sample. Whitening of the catheter material was observed at the break sites and approximately 2.2 cm proximal to the break. A microscopic observation revealed the break sites were very flat and smooth with a granular surface texture. Superficial cracks were observed in the catheter approximately 2.2 cm proximal to the break site, and slight tensile weakness was observed at this location. The observed characteristics of the break in the returned catheter suggest the catheter failed due to excessive tensile (pulling) force, which also aligns with the reported description of the event.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redp1831 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that nurse let patient alone for 5 minutes and when she returned to the room there was blood everywhere. She stated it looked like the patient pulled on his catheter so hard that it snapped a clean cut. It was reported that there is a visible white line like the catheter was distressed. The catheter was fully intact with the securcath.